Event description:
A customer reported a malfunction alarm on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump, instructed the customer to store the malfunctioning pump and return it using a pre-paid label within 10 days. Meanwhile, the customer planned to use a backup insulin pump to maintain insulin delivery.